Manufacturer narrative:
Customer declined service.

Event description:
The customer reported that the central monitor was not alarming. The device was in use on a patient. There was no report of patient or user harm.